Event description:
An implant card was received indicating that the patient underwent generator and lead reimplant on (B)(6) 2014.

Event description:
On (B)(6) 2013, it was reported that a patient might be explanted due to possible infection. Follow-up showed that an infection was first observed on (B)(6) 2013. The infection was due to an underlying previous skin infection. Probable patient manipulation or trauma was believed to have caused/contributed to the infection. The infection was located over the device in the chest. Swelling was present. Cultures were taken and returned with gram positive cocci. The full vns system was explanted on (B)(6) 2013. The device was discarded upon explant.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.